Manufacturer narrative:
Currently, it is unk whether or not the device may device have caused or contributed to the event as no product has been returned. Product was reported to be discarded at the user facility. No conclusion can be drawn at this time. A DHR review has been conducted. All paperwork appeared complete and accurate. We will submit a follow up report when/if add'l info becomes available.

Event description:
Collamend was implanted 2008, into obese, diabetic pt. A week early, collamend split and pt eviscerated through the split collamend.